Manufacturer narrative:
Additional information: on (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/9/2020, mentor became aware that the patient experienced baker grade iii capsular contracture on the left side. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with 420cc saline mentor smooth round high profile breast implants and experienced bilateral deflation and capsular contracture on the left side post-operational. A mammogram confirmed capsular contracture on the left side. As a result, the patient underwent device removal and replacement with 600cc mentor memorygel breast implants, catalog number 3506004bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. This report is for the patient's left-sided device.